Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/03/2017, that the display device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of transmitter failed error was confirmed via data. A root cause could not be determined.